Event description:
Complainant alleged that the device was being used to deliver energy to a pt (age and gender unknown) in an oxygen enriched environment, when the delivery of energy caused a fire to a bed mattress. There was no indication from the complainant that there was any adverse effect to the pt. There was no add'l pt info available from the complainant. The complainant indicated that the device was not being returned to zoll for evaluation, as the device performed appropriately and delivered energy. The facility has attributed the event to user error.